Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: separated guide wire tip requiring medical intervention. Device issue: guide wire separation. It was reported that during withdrawal of a balloon catheter, the distal tip of the guide wire broke and was lost in the postero tibial artery. There was no report of any resistance during the procedure. The guide was recovered using a lasso. No add'l event or pt info is available.

Manufacturer narrative:
Eval summary: quality assurance analysis of the returned guide wire revealed that there was no blood or contrast visible. The core was separated at the distal end of the hypotube. There was a small amount of separated core visible in the hypotube. There was a kink in the hypotube 2 cm proximal to the separation. There were two kinks in the distal coils/core at the distal edge of the center solder and 5 mm distal to the center solder. The tip was tugged onto verify that the core and shaping ribbon were intact. No other damage was noted. The guide wire was sent to scanning electronic microscopy (sem) for further analysis. Product performance engineering reviewed the incident info and the analysis of the returned device. Reviewing the sem result, the device core showed evidence of a heavy bend adjacent to the hypotube. The sem also showed the guide wire separated from ductile overload. The guide wire was; therefore, subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter. Therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. The incident info did not describe how the guide wire may have been bent. Guide wires are fragile and it is possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rotatating hemostatic valve or another device that a bend of this type could occur that would later fracture. Pushing against resistance could also cause the guide wire to bend as found on the returned device. In this case, the root cause of the bend and subsequent separation due to ductile overload is unk, but the analysis did not show a mfg related cause for the experience. There is no indication of a quality issue in either materials or workmanship. This very low-level failure mode is being monitored. The lot history record was reviewed. There are no non-conformances associated with this lot number. A query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. This MDR is considered closed by the product performance group.